Event description:
Us complainant reported the patient was on impella cp support. Impella cp was placed through the left femoral artery and the physician had some difficulty getting the pump to pass a calcified lesion in the iliac artery. After multiple attempts, the pump passed the lesion and was placed in the left ventricle (lv). Wire was removed and the pump was started. The pump stopped immediately after it was started. After 2 attempts to restart the pump, it was removed from the patient. Patient outcome is unknown.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for investigation. Data logs indicate that the pump was initially inserted into the patient's body, but it was not started. During the second insertion, the pump failed to start, resulting in impella stop 115 alarms. The returned pump passed all electrical testing. A catheter kink was reported near the kink protector. The pump also failed to start during test in a bucket of water, and outflow case damage was noted upon close examination. The cause of the pump did not start issue was a damaged outflow cage.